Event description:
It was reported that the filter was leaking. This occurred upon removal from package. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H4. Device mfg date: the reported lot# 241016 was not found for the reported catalog# nce6612jp in the system; therefore, the manufacturing date could not be confirmed. Investigation summary: the flat filter was returned with other components (needle) with original package. Upon inspection of the filter, no obvious abnormalities were found. Visual inspection and injection testing was performed. The customer's reported issue was not confirmed or replicated. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.